Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was unknown. Customer sister was not currently at hospital. The customer stated that insulin pump that had a malfunction. The insulin pump will not be returned for analysis.